Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that the threshold was exceeded. As such, a quality event was initiated for further investigation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Further details were provided upon follow-up with the rn. The blood leak occurred less than fifteen minutes after the start of treatment. The rn said the blood leak was both internal and external. The technician noticed blood on the floor, then looked at the dialyzer and saw blood in the dialysate fluid outside of the fibers. It was reported that there appeared to be a ¿crack¿ in the fiber bundle. The machine, a fresenius 2008t machine, failed to alarm with a blood leak alarm. The blood leak was not verified with a blood leak test strip. There was no report of any physical damage on the dialyzer housing. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 to 200 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded. Additionally, no photos of the device were available for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Further details were provided upon follow-up with the rn. The blood leak occurred less than fifteen minutes after the start of treatment. The rn said the blood leak was both internal and external. The technician noticed blood on the floor, then looked at the dialyzer and saw blood in the dialysate fluid outside of the fibers. It was reported that there appeared to be a ¿crack¿ in the fiber bundle. The machine, a fresenius 2008t machine, failed to alarm with a blood leak alarm. The blood leak was not verified with a blood leak test strip. There was no report of any physical damage on the dialyzer housing. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 to 200 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for manufacturer evaluation as it was reportedly discarded. Additionally, no photos of the device were available for review.